Event description:
It was reported that the insulin pump is having difficulty rewinding. Customer stated that the insulin squirts out during the manual priming process. The insulin pump alarmed during prime/rewind process. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with missing end cap sticker and scratched display window. The motor was tested outside of the device and passed.